Event description:
During a mitraclip procedure for a degenerative mitral regurgitation, a vein injury was noted. There was reportedly difficulty accessing the femoral vein. Post procedure, when performing CT, a vein injury was noted which may have been damaged while raising the sl0 introducer. A balloon was used to stop the bleeding and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported vein injury remains unknown.